Event description:
It was observed during the device evaluation that the subject device exhibited that the cover of the universal cord was broken resulting in the light guide bundle of insertion part being interrupted and weakened. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: phenomenon 1: the cover of the universal cord was broken. Phenomenon 2: the light guide bundle of insertion part was interrupted and weakened. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.